Event description:
It was reported that the right ventricular (rv) lead had low impedance and no capture. It was also noted that a chest x-ray showed that the rv lead was located in the right atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1888tc st. Jude lead; implanted (B)(6) 2007. (B)(4).